Event description:
Customer reported grainy images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the interconnect cable needs to be replaced. Customer will replace the cable. (B) (4)